Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 99% stenosed lesion was located in a proximal mid left anterior descending artery (lad). The physician attempted to place the taxus express2 3.5x16mm drug eluting stent but was unable to cross the lesion. The physician attempted to retrieve the stent delivery system, and when the device was pulled back into the guide catheter, the stent dislodged from the balloon. The dislodged stent was able to be removed with a snare, and the procedure was completed with another taxus express2 stent. No patient complications occurred. Patient status is satisfactory.